Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have scratch mark/abrasion damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. An additional observation not reported by site that is not related to the customer reported complaint was also observed. The instrument was found to have charring and localized melting at the grip base between the grips. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to additional manufacturer narrative for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the mbf for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of he device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument exhibited signs indicative of thermal damage (melted insulation). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the insulation of the maryland bipolar forceps (mbf) instrument was noted to be damaged. The procedure was completed with no reported injury. On (B)(6) 2021, 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the problem with the mbf was noticed when the instrument was handed to the surgical room. At that time, the patient was not yet in the operating room. The surgical team was preparing for the surgery. Thus, the instrument was not in contact with the patient or with a da vinci system. The yellow insulation at the front of the instrument tip was melted. It is unknown whether the defect occurred in the previous operation or during the reprocessing.